Event description:
It was reported that, after surgery, it was noticed that tip of the pin was fractured. The missing piece was not left inside of the patient. It is unknown whether the breakage happened during surgery or not. Since the procedure had been successfully completed, the patient was not involved at the time.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. Device history record review found that the device met manufacturing specifications. Complaint history review identified similar reports, this issue will be continued to be monitored. Visual inspection confirmed the reported complaint. The tip is blunt and fractured. A relationship has been established between the reported event and the device. The probable root cause is expected wear/tear on the tip of the bone pin.